Event description:
It was reported that a patient's right ventricular lead exhibited high capture threshold and high pacing impedance. The lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout the procedure.